Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, the patient experienced an adverse event. A certified diabetes educator (cde) reported that patient was hospitalized due to an episode of diabetic ketoacidosis (dka). It is unknown if patient was wearing the continuous glucose monitor (cgm) at the time of intervention. It is unknown whether an allegation is being made against the cgm. At the time of contact, patients condition is unknown. No additional event or patient information is available. No product or data was provided for investigation. The reported event could not be confirmed. The root cause could not be determined.